Manufacturer narrative:
Reported event of balloon burst. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon ruptured between 6 and 7 psi inside the patient's esophagus. The patient was hospitalized due to potential aspiration, though no complications have been confirmed to date. The procedure was not completed at this time. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual examination of the complaint device found that the balloon was torn longitudinally. The distal and proximal bonds were intact. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon ruptured between 6 and 7 psi inside the patient's esophagus. The patient was hospitalized due to potential aspiration, though no complications have been confirmed to date. The procedure was not completed at this time. The patient's condition after the procedure was reported to be stable.